Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a trochanteric femoral nail advanced (tfna) procedure, the hex flexible screwdriver broke. No patient consequence reported. It was unknown if there was a surgical delay. It was unknown if the procedure was successfully completed. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: DHR review was completed. Part: 03.037.028 , lot: 9562395 , manufacturing site: haegendorf , release to warehouse date: 30. Oct. 2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition h3, h6: customer quality conducted an investigation of the returned device. Flow: broken visual inspection: the flexible screwdriver hex5 (part # 03.037.028, lot # 9562395, mfg 30-oct-2015) was received at us cq with the shaft of the screwdriver broken at the distal portion of the screwdriver just at the start of the flexible mid-shaft. There are visible signs of wear on the distal tip of the screwdriver. This agrees with the reported complaint condition; thus, confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter the mid-shaft close to the fracture site, measured 7.97 mm this is within specification of 8 mm ± 0.2, based on drawing. Document/specification review: the following drawing(s) was reviewed; flexible screwdriver hex5. Cannu: shaft tip for flex.screwdriver hex5: flexible welle. Flexible shaft: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. Conclusion: the complaint condition is confirmed as the device (part # 03.037.028, lot # 9562395) was received with the shaft of the screwdriver broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.